Event description:
It was reported that backflow of 0.9% saline occurred from a vented paclitaxel set. The reporter stated that even with the clamp closed, the solution returned to the connected infusion bag. This occurred during preparation for patient administration but before patient connection. After the event, the reporter tried using 2 sets of a different lot and did not have any issues. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A companion sample was received for evaluation. A visual inspection was performed with no issues noted. A gravity test was performed and revealed that liquid flowed correctly through the tubing. No backflow issues were detected during the evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.